Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a haptic broke as it was being inserted, which resulted in an enlarged incision, anterior vitrectomy, and a sutured incision.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was confirmed. One haptic was returned with a portion of the optic attached. The optic is torn/split/cracked into several pieces with additional split/cracked areas. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints in this lot number. This report was mailed to the FDA on: 05/09/2007. Additional info was requested 03/12/2007, 03/27/2007. On 04/11/2007, and 04/24/2007 by mail, fax and phone. Additional info was provided 04/27/2007 by mail.